Manufacturer narrative:
(B)(4)-device evaluation:lifescan received the meter and test strips with the complaint and completed device evaluation on (B)(4) 2012, respectively. The returned meter and test strips passed testing. The alleged complaint was not confirmed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient reported blood glucose results of "44 mg/dl" with a lifescan meter and "90 mg/dl" on a laboratory device, performed within 10-30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, greater than 1 mg/dl (0.056 mmol/l) per minute and greater than 20 mg/dl (1.11 mmol/l) or 20%. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.